Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported 989803195571 efficia 10 inch wall mount ruptured spontaneously. The efficia cm150 series (B)(4) monitor fell and was damaged. The device was not in use on a patient and not adverse event was reported. The efficia (B)(4) monitor is substantially similar to the (B)(4) and will be reported in the united states as 863304.